Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on start up, a 980 ventilator generated inoperable error messages. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An exhalation valve module assembly (evm) was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.